Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately thirty one months ago. The aneurysm is a fusiform 6 cm in diameter at the time of implant. The right iliac artery had mild tortuosity, the left iliac artery had severe tortuosity and there was 20 percent mural thrombosis. The aortic neck is angulated 20 degrees. The four month CT demonstrated that the aneurysm was 6.1 cm in diameter. It was reported at the one year follow up, the CT demonstrated that there was an unknown endoleak present. It was reported that this is a pre-existing condition, however, there is no documentation referencing a pre-existing endoleak. The aneurysm diameter was reported to be 5.4 cm, which is smaller in diameter than the time of the initial implant. There were no interventions performed for this case. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Cause of event is unknown. Conclusions: cause of event is unknown.